Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a total knee procedure, it was noted that there was high abrasion on the patient¿s bone. It was also reported that there were no delay as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that the teeth shows signs of wear and the teeth may have potentially come into contact with a metal object. Heavy markings observed above the full insert line on the mount of the blade indicate that the blade was pulled back while cutting. This could hinder the performance of the blade and result in the abrasion seen on the patient¿s condyle. The IFU's for handpieces associated with this device contains the following warning "when operating the handpiece, let the blade do the cutting. Applying too much pressure will bend the blade and reduce the cutting quality."

Event description:
It was reported that during a total knee procedure, it was noted that there was high abrasion on the patient¿s bone. It was also reported that there were no delay as a result of this event and the procedure was completed successfully.